Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. A charge test was not performed due to the receiver perpetually rebooting. A boot test was performed and failed due to the receiver perpetually rebooting. An internal visual inspection was performed and passed. The log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Boot test was performed and failed because receiver was perpetually reloading. Open receiver case for interior inspection was performed and passed. The log was not downloaded and reviewed because receiver was perpetually reloading. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.